Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope experienced screen flickering and that the white balance was being activated even though no button was pressed. The issue was found during inspection for use. There were no reports of patient involvement.